Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a meal while using the ilet bionic pancreas with an inset infusion set, with a peak blood glucose of 339 mg/dl that persisted above 180 mg/dl for approximately 2 hours; the user performed an infusion set change and noted glucose trending flat at 318 mg/dl shortly after, later reporting a blood glucose of 70 mg/dl, and also reported a recent positive covid test. Symptoms included hyperglycemia without associated acute symptoms and a subsequent hypoglycemia reading without reported adverse symptoms. Outcomes included no alerts for sustained hyperglycemia over 90 minutes, no ketone testing, no back-up therapy use, no need for assistance, and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device alarms and no confirmed device malfunction; the cause of the hyperglycemia remained unclear given concurrent illness and recent infusion set change, and the device component was the ilet system with an external infusion set. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.